Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewf0626 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was hospitalized for rectal cancer a week ago. For the requirement of chemotherapy, on (B)(6) 2014, the patient was inserted with catheter, by PICC under the guidance of ultrasound. During the later using process, the catheter was found incomplete at the location from 33 to 40.